Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was reproduced. Evaluation observed a white screen upon power up of the device. The reported white screen was verified and found to be caused by a failed processor printed circuit board, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. There no patient involvement. No additional information is available.